Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction: the user had an inaccurate reference.

Event description:
Customer complains of high results. Customer states that he is having symptoms of low blood sugar. He feel like he is going to faint. Customer then decided to have some juice to see if it will make him feel better. Customer states he will not seek medical attention at this time. The customer's expected blood results are 120-130mg/dl fasting. Verified the strips expire 10/13/2017. Strips have been open up for less than a month and are stored in the kitchen on top of the refrigerator. Customer performed back to back blood test 293mg/dl and 297mg/dl not fasting. Reviewed meter memory: (B)(6). Customer is concern with all of these result that he have been getting for a week now. Customer states he is having some symptoms of low blood results but the meter is giving high results. No adverse event reported.

Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Product not yet returned for evaluation.

Event description:
Customer complains of high results. Customer states that he is having symptoms of low blood sugar. He feel like he is going to faint. Customer then decided to have some juice to see if it will make him feel better. Customer states he will not seek medical attention at this time. The customer's expected blood results are 120-130mg/dl fasting. Verified the strips expire 10/13/2017. Strips have been open up for less than a month and are stored in the kitchen on top of the refrigerator. Customer performed back to back blood test 293mg/dl and 297mg/dl not fasting. Reviewed meter memory (B)(6). Customer is concern with all of these result that he have been getting for a week now. Customer states he is having some symptoms of low blood results but the meter is giving high results. No adverse event reported.